Manufacturer narrative:
The patient and evaluation code-conclusion codes have been updated to reflect the new information received from the managing healthcare provider on 2019-nov-07. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the patient was not in withdrawal and confirmed the patient was not hospitalized. The hcp also reported the patient was not overdosed. The hcp confirmed the pump system was delivering medication as intended and prescribed and stated the pump was functioning appropriately. The device was interrogated and the reservoir estimate was 28.2 milliliters. The pump was accessed and had 28.5 milliliters. The drug was replaced. The hcp reported the pump was functioning normally. The patient was referred to their primary care doctor/emergency department for further follow-up/work-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal clonidine, bupivacaine, unknown baclofen, and unknown morphine (concentrations and doses unknown) via an implanted pump for intractable spasticity. The patient was wondering if the pump could possible need to be checked to see if the pump or catheter were functioning correctly. The patient was experiencing withdrawal. The patient was redirected to the healthcare provider (hcp) to have the pump and catheter interrogated. The change in therapy/symptoms was sudden. It was noted the patient was due for a refill on (B)(6) 2019 and she went to the doctor, but the new doctor did not have the medication, so they did not do the fill. The pump was not alarming, and the patient left the doctor's office and started going through withdrawal. The pump was supposed to be filled on (B)(6) 2019 and the alarm date was scheduled for (B)(6) 2019. On (B)(6) 2019 the patient went to the hospital due to withdrawals. The new doctor came to the hospital that day and gave the patient a bolus from the pump then put regular straight morphine into the pump and gave her oral baclofen and sent the patient home. It was noted a couple of days later the patient had to go back to the hospital because she was overdosed, and she almost died. The hospital was assuming it was due to the morphine being put in the pump, so the doctor came and turned down the pump. It was reported at no time did the patient hear the pump alarm. The event date was (B)(6) 2019. There were no further complications reported/anticipated.